Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up when non-sustained lead noise episodes were observed due to intermittent undersensing of pvcs and sensing latency. The device was reprogrammed to address the issues. The patient will be monitored.